Manufacturer narrative:
The device has not been rec'd for analysis. If any add'l relevant info is rec'd, a supplemental MDR will be submitted.

Event description:
Same case as #6000089-2007-00444, 00446, 00447, 6000093-2007-00628, 00629. It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture and a dissection occurred. The pt had previously experienced chest pain and arrived to the ccl for an elective cardiac catheterization. Access was obtained through the right radial artery. The target lesion was located in the distal left anterior descending (lad) artery. The physician direct stented the most distal lesion with a taxus express2 2.5x8mm drug eluting stent. The stent was deployed at 14 atms for 30 secs. A taxus express2 2.5x24mm drug eluting was inserted to the distal lad, but unable to be deployed. The physician then predilated the distal lad with another MFR's 2.5x20mm balloon. The 2.5x24mm taxus stent was reinserted and deployed to 14 atms for 20 secs and 15 atm's for 10 secs. Next, the physician advanced a taxus express2 2.75x32mm drug eluting stent; however, it would not cross and a shaft fracture was reported for this device. A second taxus express2 2.5x24mm drug eluting stent was inserted, but was unable to be deployed. Another MFR's 2.75x20mm balloon was inserted and inflated three times in the distal lad. The 2.5x24mm taxus stent was reinserted, but was still unable to be deployed. Diagnostics were performed. The physician then inserted a 2.0x15mm maverick balloon and inflated it to 12 atm's for 20 secs. The 2.5x24mm taxus stent was reinserted, but would not cross and was unable to be deployed. A third taxus express2 2.5x24mm drug eluting stent was inserted but also would not cross and was unable to be deployed. There appeared to be a calcific obstructive dissection in the upper portion of the vessel preventing passage of these stents. The physician attempted to advance a 2.5x23mm minivision, but it was unable to be deployed. An extra support wire was inserted and the vessel was dilated with another MFR's 3.0x20mm balloon. The 2.5 x 23mm minivision was reinseted and deployed and a 2.5x12mm minivision was also implanted in the distal lad. The pt rec'd heparin, angiomax, integrilin and ic ntg during procedure. No pt complications occurred. Pt status is satisfactory.